Manufacturer narrative:
Device evaluation: one level medfusion pump was returned for investigation in used condition. Multiple battery communication timeout errors were noted after the event history log (ehl) review. Functional testing did not find any issues with the interconnect board. The investigation concluded that there was no fault with the device. The customer reported product problem was not confirmed. The battery was replaced, however.

Event description:
It was reported that the medfusion pump needed the interconnect pcb board to be replaced. The product problem was observed during preventative maintenance. There was no patient involvement.